Manufacturer narrative:
Concomitant products: phoenix atherectomy device, boston scientific cutting balloon. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an angioplasty of a female patient's superficial femoral artery (sfa), an advance 14 lp low profile balloon catheter ruptured. The physician brought the complaint device up to the recommended pressure, and it ruptured and leaked contrast. Other manufacturers' devices, atherectomy device and cutting balloon, were used prior to the complaint device. The advance 14 lp low profile balloon catheter did not separate or detach. The device was successfully removed from the patient and the procedure was completed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence and no adverse effects have been reported.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the presence of a pinhole, which was noted in the balloon a distance of 1.3 cm from the distal end of catheter. All other testing/inspection yielded no other non-conformities. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.